Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and determined that the logs reveal that the batteries were not charging prior to transport time of 6pm and that the battery percentages were very low prior to transporting the patient the evening of the reported event. The stm performed a complete preventative maintenance (pm) with full calibration, and the iabp passed all functional and safety test per factory specifications. The stm also verified that the fully charged batteries performed for one hour each as specified in service protocol. The iabp was returned to customer and cleared for clinical service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during transport of a patient from one facility to another, the cardiosave intra-aortic balloon pump alarmed "low battery " within less than 30 minutes of departure. Despite the alarm, the iabp functioned correctly and did not shut off. No patient injury or harm was reported.